Event description:
It was reported that the pump touch screen had a pixel issue affecting the customer's ability to interact with and read the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.